Manufacturer narrative:
Additional information indicated that this event involved a different manufacturer's device.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that a neck stimulator was explanted due to infection. The hcp indicated that they did not implant therefore they had no further information.